Event description:
It was reported that the pt underwent anterior cervical discectomy and fusion (acdf) at c6/c7. The scrub tech had difficulty removing screws from the screw block. The scrub tech was finally able to remove two screws from the screw block and the screws were implanted. Plastic was noted while removing the next screw from the screw block. Plastic was found in the threads. Another set screw was opened. The new set was confirmed to be clean and sterile. The new screws were implanted without incident. No additional pt complications were reported.

Manufacturer narrative:
(B) (4). The scrub tech felt the first two screws were properly inspected prior to implantation, however, there is no way to confirm whether or not there was foreign material on the screws prior to implant. This report is being submitted for notification purposes.